Event description:
The user facility reported that the angio-seal device was used in the femoral artery. At this time, the cap and hemostasis valve of the angio-seal were separated and could not be used. Therefore, they were replaced with a new product. No blood loss was reported. Additional information was received on 08aug2025: there was no difficulty inserting the device. The account was successfully able to insert and lock the locator in the hub. It seems that there was a clicking noise. The tactile feedback after mating felt unstable. The locator with the hub was connected. The locator and hub connected after approximately two attempts. The locator did not separate after mating with the hub. The locator was not too loose and did not fail to stay in place. The patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section h6: health effect - impact code, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The angio-seal device was used in the femoral artery. At this time, the cap and hemostasis valve of the angio-seal were separated and could not be used. Therefore, they were replaced with a new product. No blood loss was reported. Additional information was received on 08aug2025: there was no difficulty inserting the device. The account was successfully able to insert and lock the locator in the hub. It seems that there was a clicking noise. The tactile feedback after mating felt unstable. The locator with the hub was connected. The locator and hub connected after approximately two attempts. The locator did not separate after mating with the hub. The locator was not too loose and did not fail to stay in place. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to section b5. The verbiage "the user facility reported" was changed to "terumo medical corporation received the reported information."